Manufacturer narrative:
Issue experienced by user is consistent with failure to follow instructions for use (IFU).

Event description:
Facillity used the atec trimark trapdoor (td) 36-09 marker to mark the site of a biopsy. This produt is used in conjunction with the atec 9 gauge handpieces. Discussion with facility staff identified that part of the trimark td device had been detached and left behind at the biopsy site in post procedure images. It was communicated to suros that the account does not typically use the alignment guide listed in the instructions for use (IFU).